Manufacturer narrative:
An event of difficult to advance through patient anatomy and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported difficult to advance through patient anatomy is likely related to challenging patient anatomy, however this could not be determined. The reported material deformation is likely due to excessive force while trying to advance the delivery system, however this cannot be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 35mm navitor vision was selected for implant using a flexnav delivery system. The patient had tortuous and calcified anatomy. During the procedure it was noted that the delivery system could not be advanced through the narrowed, calcified portion of the iliac artery. When forward pressure was applied, the valve capsule of the delivery system bent and pushed onto itself. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision and flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 35mm navitor vision was selected for implant using a flexnav delivery system. The patient had tortuous and calcified anatomy. During the procedure it was noted that the delivery system could not be advanced through the narrowed, calcified portion of the iliac artery. When forward pressure was applied, the valve capsule of the delivery system bent and pushed onto itself. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision and flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.